Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-11924; related manufacturer reference number: 2017865-2021-11926. It was reported that the patient had a history of unexplained fevers and chills over the past two years. On (B)(6) 2021 a transesophageal echocardiogram was performed and possible vegetation was noted. On (B)(6) 2021, the pacemaker, right ventricular lead, and atrial lead were explanted due to the infection. The source of the infection is unknown, but it was suspected that the leads could be involved. The vegetation was not seen during the explant, but its presence could not denied. The patient condition was stable.